Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. The indications for use was non-malignant pain. It was reported that when connecting the personal therapy manager (ptm) to their pump it would reach 90% and sit there for 3-4 minutes before it finished the connection. The patient's healthcare provider directed them to call patient services to "clear something out." The manufacturer's patient services specialist (pss) reviewed steps to clear data from the handset (data was 3.08mb) and the patient was then able to successfully connect ptm to pump without delay. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID: a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.